Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with contact detach infusion set and observed insulin leaking from the connector, with continuous glucose readings up to 400 mg/dl over approximately 12 hours and no confirmatory fingerstick. Symptoms included lethargy. Outcomes included no hospitalization and resolution after a full supply change, with insulin delivery resuming. Investigation included troubleshooting and education with verification that the user followed the supply change steps and installed the cartridge before attaching the connector and tubing. Investigation of this case revealed a suspected connection integrity issue at the infusion set connector resulting in insulin leakage and under-delivery. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction and product performance related to the infusion set connection.